Event description:
A report was received on (B)(6) 2013 from the FDA. The initial information was posted on the medsun site by a risk management associate from (B)(6). Additional information was received from the risk management associate on (B)(6) 2013 by e-mail. Patient presented five (5) days post-operative a hysterectomy procedure with severe abdominal pain, nausea and vomiting. A diagnostic laparoscopy indicated that the quill pdo material that was utilized for this procedure had pulled through part of the peritoneum. Leaving a loop through which the bowel slipped leading to mechanical obstruction. An additional procedure was needed to free up the bowel. At last assessment the patient was fully recovered. The initial report submitted by the facility stated that the material utilized was non-absorbable polypropylene. Per a review of the customer's order history, no quill ppn devices were sold to this facility. The risk management associate informed me that the material was actually quill pdo. The item and lot number were not documented by the operating department.

Manufacturer narrative:
The facility was unable to identify which item, lot or size material was utilized for this procedure. Furthermore, no samples were available for evaluation. Method: it is not certain which item, lot or size material was utilized for this procedure. Furthermore, no samples were available for evaluation. Results/conclusions: without the finished good lot number, relevant portions of the device history record could not be reviewed. The operating surgeon stated that it appeared that the device had pulled through part of the peritoneum leaving a loop through which the bowel slipped leading to mechanical obstruction. However, there was one similar event reported where the recommended back-stitch (stated in the IFU) was not utilized during the initial procedure and a loose segment of material attached to/tangled around the bowel, causing mirrored post-operative discomfort. Without obtaining detailed information regarding the technique utilized by the surgeon who performed the initial procedure, a definitive root cause can not be determined at this time.